Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2, pocket c3 required recovery of storage space. A field service engineer contacted the customer to troubleshoot the issue. The customer cleared the error from the cubie pocket and tested the unit. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2, pocket c3 required recovery of storage space. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.